Event description:
It was reported the patient had left vocal cord paralysis from initial placement of vns. No additional relevant information has been received.

Manufacturer narrative:
B3. Date of event - correction - event date was inadvertently captured as date received instead of date of device implant.